Event description:
Boston scientific received information that prior to a routine device change out procedure, the left ventricular (lv) lead exhibited impedance measurements greater than 2000 ohms, loss of capture, high threshold measurements, and flouroscopy noted a possible kink under the clavicle. As a result, this lead was removed from service and a new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated that this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.